Manufacturer narrative:
Eval: device history reviewed. Results: device history review found the prod met specs when released for distribution. Analysis: the device was rec'd in a clear solution, 0.2% glutaraldehyde, in an explant kit. The left and right cusps are slightly stiff but flexible except where host material lines the inflow adjacent to the margin of attachment. The non-coronary cusp is stiff due to host material that lines and fills the inflow and outflow. A small perforation and abrasions on the lunula of the right cusp appears to be associated with bias wear and/or long suture tail wear. Brown thrombotic appearing host material fills and stiffens the non-coronary cusp on the outflow. Thick glistening off white pannus extends over the tissue and base stitching, margins of attachment of all cusps on the inflow, into all inferior coaptive areas and 1 to 2 mm onto all cusps reducing the inflow orifice area. Radiography shows trace to remnants of mineralization in the host tissue adjacent to all cusps. Conclusion; reduced performance of the device primarily attributed to host tissue overgrowth. Device explanted and replaced without reported complications.

Event description:
Medtronic rec'd info that this bioprosthetic aortic valve was explanted after 57 mos of svc due to central regurgitation and stenosis. Upon explant, cuspal tears and perforations were noted. The device was replaced without reported pt complication. Body surface area = 1.7.